Event description:
Pt had the plate construct removed it was determined that the bottom screws in the construct had broken. In 2008, the surgeon took out the anterior plate construct and the broken screws were identified at the inferior end of the plate. On three days later, pioneer was notified by the surgeon that he removed a cervical plate construct and the bottom screws were broken. On two days later, pioneer requested more info from the sales rep, but did not receive any more info. Sales rep later responded that there would be no more info.

Manufacturer narrative:
The product was not returned to the MFR for eval.